Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that during a routine ins replacement the surgeon was dissecting out the extension and inadvertently cut the silicon casing on the lead. The cut was very small (a few millimeters). The lead was connected to the new ins and an impedance test was done and all electrodes were within normal limits. The surgeon elected to use dermabond glue on a very small section of the broken silicone. The lead was unable to be replaced due to financial constraints at the hospital. No symptoms were reported.